Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain and instability. Femoral loosening at the bone/cement interface and disassociation of the tray and insert was also reported. The cement manufacturer is unknown.

Manufacturer narrative:
Examination of the submitted device confirmed material wear and evidence of disassociation from the tibial tray. The initial reporting stated additional investigational inputs in accordance with (B)(4) appendix a were not available. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the root cause of the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was no indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/10/2017- upon examination of the tibial insert, it was found that there was delamination and pitting. The complaint will be updated accordingly.